Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 46 mg/dl at the time of incident and then dropped to 39 mg/dl. Customer did not provide any symptoms regarding to low blood glucose episode. The customer was treated with food. The customer was assisted with troubleshooting. Customer stated that the auto mode was not on during the time of low blood glucose event. The device will not be returned for analysis.